Event description:
Information received indicates the technician found the bed has a high ground resistance reading when tested.

Manufacturer narrative:
The technician isolated the issue to the power cord plug. He replaced the power cord plug to repair the bed.